Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6011185, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011185 was manufactured according to the work instruction (wi) version 120 in the machine li94 on 30/jan/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing: the lot 5a06841 was manufactured according to the form version 2 and manufactured in the machine itl03, on 28-jan-2025, with a total of (B)(4) units. The lot 4m01720 was manufactured according to the form version 2 and manufactured in the machine itl03, on 22-dec-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: there was a extended event, due to delamination, which are not related to the malfunction code. As a result of the following: no non conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an insulin flow blocked alarm on (B)(6) 2025. The blockage was identified in the tubing. The patient was advised to replace the infusion set to resume insulin delivery. No further information available.